Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer did not have backup therapy and would contact their healthcare provider to obtain alternate insulin therapy.